Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (No patient involvement). (Obstruction within device).

Event description:
An abbott field service engineer (fse) attended the customer site to troubleshoot a clogged waste line on the cell-dyn ruby analyzer. While attempting to flush the waste line with bleach, liquid waste was splashed into his eyes and mouth. The cell-dyn ruby analyzer was powered off when the splash occurred. The fse was wearing safety glasses and gloves. He immediately washed his face and went to see the infection specialist at the customer site. Blood testing was performed. The physician recommended that the fse receive a vaccine for hepatitis. No vaccine or other medical treatment was given at that time.

Manufacturer narrative:
A review of labeling concluded that the issue is sufficiently addressed. Section 8 of the cell-dyn ruby system operator's manual provides information on potential hazards to personnel and potential damage to the laboratory environment. Section 8, page 2, table 8.1 safety icons and descriptions, provides the icon symbol, hazard, and description. Section 8, page 7, advises operators to wear appropriate personal protective equipment and follow biosafety practices. The field service personnel was wearing glasses and gloves, but not a laboratory gown. Historical complaint data was reviewed and no adverse trends were identified. This incident was an isolated incident which involved one specific cd ruby instrument, serial number (B)(4). Based on the investigation, which included review of product historical data and labeling, a product deficiency was not identified for the cell-dyn ruby system, list number 08h67-01.